Event description:
It was reported that the ilet user experienced an ¿unable to proceed¿ during a meal announcement with a prior occlusion alert while using a steel contact detach infusion set and 23-inch tubing. Troubleshooting found no kinks or bubbles, and the set and cartridge were changed due to a blood glucose of 327 mg/dl, after which glucose trended down to 177 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, a usage problem identified, and an improper or incorrect procedure or method associated with the user not understanding that an occlusion occurred and that troubleshooting needed to be performed. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.